Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that it had been so long since the patient had seen a physician for their device and they did not have a physician for their device. It was noted that the patient¿s device was not working well. No patient symptoms were reported. No further complications were reported/anticipated.